Event description:
It was reported by the purchasing agent the device was used in an unknown procedure. It was reported the tlv30 was fired and somehow the pulmonary artery was punctured. The doctor controlled the bleeding and hand sutured the hole in the artery. The patient lost approximately 200-300cc blood. 08/21/1998 the rep called with additional information as to procedure which was a radical pneumonectomy with lymph node dissection. Surgeon stated he fired the tlv30 once and it worked fine. With the reload in place the instrument misfired. Patient lost 3-400cc of blood according to the surgeon and did receive a blood transfusion.